Event description:
During a low anterior resection procedure, the instrument was difficult to remove after firing. Add'l tissue was cut to remove the instrument. The surgeon oversewed the entire anastomosis. The hosp reported that pt's status was satisfactory.

Manufacturer narrative:
9/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.